Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farastar pulsed field ablation generator was selected for use. It was reported that the procedure went normally during the treatment of the left pulmonary veins; however, during ablation of right pulmonary veins, the error message e-0x301: pre-pulse failure was displayed, even after well positioning. The physician tried to restart the console, but the error message f-0x201: main post failure appears was displayed. The physician tried to restart the console several times, but the issue persisted. The procedure was cancelled due this issue. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farastar pulsed field ablation generator was selected for use. It was reported that the procedure went normally during the treatment of the left pulmonary veins; however, during ablation of right pulmonary veins, the error message e-0x301: pre-pulse failure was displayed, even after well positioning. The physician tried to restart the console, but the error message f-0x201: main post failure appears was displayed. The physician tried to restart the console several times, but the issue persisted. The procedure was cancelled due this issue. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory functional testing of the generator was performed. The reported allegation of the 301 and 303 error was confirmed. Error 201, 301, 303 was present on startup; our investigation determined that this behavior is caused by a gate driver, driver ic u13, on channel 2 becoming damaged from a short circuit event that is most likely the result of sub-optimal catheter placement.